Event description:
It was reported that this pacemaker exhibited infection. A revision was performed and the pacemaker along with the lead was explanted. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.